Event description:
On (B)(6) 2010, the caller stated the tube was no longer holding air. She stated the tube was placed in (her husband) on (B)(6) 2010 and the morning of (B)(6) 2010, she noticed her husband was talking. He is on a triology 100 vent at night so she knew the cuff was down. She stated she reinflated the cuff and it would not hold air. She was not sure where the leak was. She stated her husband is very petite and has an unusual windpipe and placing the tube was difficult for the doctor. The tube was pretested. The caller stated she would save the tube when it was replaced so it could be returned for investigation. During a follow up conversation with the caller on (B)(4) 2010, she stated the tube was still in the pt because the pulmonologist told them he didn't want to change the tube and wanted to leave it in until (B)(6) or so and see how the pt did. The caller stated the doctor advised he wasn't concerned about not having a cuff, or the cuff inflated. The caller said she was aware of the directions for use and the 29 day replacement was discussed with her again at the time of this call.

Manufacturer narrative:
The tube is not available for failure investigation. The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. The MFR's directions for use (dfu) for the shiley dfen states under caution: the shiley tracheostomy tube is classified as a disposable medical device. Frequent and routine changes of the tracheostomy tube are recommended. The MFR recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and shall be evaluated by the attending physician.